Manufacturer narrative:
Visual analysis of the photos identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Additional observations: red particles on the surface of the shell. Refer to ps-qp-onev-115717: covid-19 quality plan complaint handling.

Event description:
Patient reported, left-side rupture. Device has been explanted.

Event description:
Patient reported left-side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) additional observations: crease fold observed. No further actions are required as the device was implanted.

Event description:
Patient reported left-side rupture. Device has been explanted.

Manufacturer narrative:
Health effect impact code - f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.